Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Zimvie did not received a reported osseotite tapered certain implant (xifnt410) for investigation. Therefore, visual/physical evaluation could not be performed, and the coob/event could not be confirmed. DHR review was completed for the subject lot number 2019040708. No deviations or non-conformance's, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2019040708 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿packaging: incorrect or missing label.¿ therefore, based on the available information, device/packaging malfunction and the reported event/coob could not be verified since the condition of the product/packaging as received by the customer was unknown/unverifiable. H3 other text : product not returned.

Manufacturer narrative:
Zimvie complaint number (B)(4). Patient identifier unknown: not provided. Age and date of birth unknown: not provided. Patient sex unknown: not provided. Weight unknown: not provided. Implant date unknown: not provided. First/given name: unknown: not provided. Email address unknown: not provided.

Event description:
The doctor reported that during an implant surgery for placing an implant of certain (internal connection) when opening the final blister pack, they detected that it was an external connection. The procedure was completed by placing the implant. Implant remains implanted.